Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer is satisfied. Most likely underlying root cause mlc-134-user has low glucose value. Note: manufacturer contacted customer on 5/9/2018 in a follow-up call to ensure that the initial concern was resolved; customer stated that the product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer states the issue has been resolved.

Event description:
Consumer reported complaint for low blood glucose test results. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2018 she had obtained a result of 41 mg/dl fasting. The customer's expected fasting blood glucose test result is 149 mg/dl. Customer stated she was feeling agitated and angry and that she feels this way when her blood sugar is low. Customer had contacted pharmacist who directed her to take a pack of glucose tabs. Thirty minutes after the result of 41 mg/dl was obtained, customer had gone to the fire department to get her blood sugar taken. At the fire department, customer's blood glucose test result was 108 mg/dl non-fasting and customer was no longer feeling symptoms of low blood sugar. After explaining to customer the symptoms of low blood sugar and what her a1c meant because her doctor did not explain her blood sugar to her, customer stated she was comfortable with the meter. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).